Manufacturer narrative:
The transducer was evaluated by the vendor who determined transducer damage allowed fluid ingress which caused error code and poor image quality issues.

Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t transducer was producing poor image quality. There was no injury associated with this event.